Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4)showed no significant anomalies. It was determined that the output and telemetry were acceptable but the battery was near normal depletion. Functional testing showed good, stable output on the electrode pairs as received. There were no issues when pressing on the can. A computer longevity estimate was performed and showed 2.92 years (35 months) to elective replacement indicator (eri) status and 4.06 years (48.7 months) to end of service (eos) status. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had their ins explanted because of an early battery depletion. No symptoms were reported. No further complications were reported/anticipated.